Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the exhalation control module (ecm) cable was not properly seated. Ventec then reseated the ecm cable which resolved the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ecm cable as not seated properly.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.